Event description:
This device was implanted on (B)(6) 2007 and explanted on (B)(6) 2012. On the explant form it was noted this device only lasted 4 years. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).